Manufacturer narrative:
(B)(4). Eval results: (myocardial infarction/occlusion).

Event description:
During index procedure, the pt had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid lad. The same day as the index procedure, the pt suffered a mi. The mi was due to a lateral branch occlusion. It was reported that the mi was related to the target vessel. The investigator indicated that the reported event was unrelated to the device.